Event description:
It was reported that the patient experienced leaking under the self- adhesive of the infusion set with three separate infusion sets. She experienced an elevated blood glucose levels as high as 22.9 mmol/l. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).